Event description:
Anesthesia pain service consulted for placement of left femoral and sciatic nerve blocks. During placement of the left femoral nerve block, 2 mm of the catheter tip sheared off. No adverse reaction was observed. The 2 mm catheter tip remains in the left inguinal region of the left thigh. Physician stated the retained catheter tip is very small and since the catheter is of a non-inflammatory substance it should not cause harm.